Event description:
Technicians took patient into the MRI suite. One tech entered room to get it ready, and a second tech followed with patient, who was still attached to IV on IV pole. The IV pole was pulled into the bore. Our patient was not hurt in any way. Patient taken out of room, techs tried to remove pole. The second tech was hit in the cheek by the pole and first tech's finger was smashed.what was the original intended procedure?MRI.